Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip breaking. Probable root cause: inadequate window profile, inadequate welding process , improper material strength, inadequate size selected for the application, material brittleness , excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during use of the milling attachment and there was very rapid breakage of the tip. All parts have been successfully removed from the patient. No impact on the patient.

Event description:
It was reported that during use of the milling attachment and there was very rapid breakage of the tip. All parts have been successfully removed from the patient. No impact on the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.